Event description:
It was reported that after blood collection leakage occurred with 2 bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from japanese to english: after blood collection from a patient, the hcp placed tubes in a tube stand and then found that blood was gradually leaking. The hcp did not open the cap of the tubes and stated that the cause remained unknown.

Manufacturer narrative:
H.6. Investigation summary bd received 2 samples and 9 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for stopper molding defect with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of stopper molding defect through a corrective and preventive action (CAPA)(B)(4)..

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after blood collection leakage occurred with 2 bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from (B)(6) to english: after blood collection from a patient, the hcp placed tubes in a tube stand and then found that blood was gradually leaking. The hcp did not open the cap of the tubes and stated that the cause remained unknown.